Event description:
Physician was performing a tha revision. While he was preparing the explant screwdriver on the back table, it broke. All pieces were retrieved and they did not reach the pt's hip wound. Another screwdriver was opened to sterile field and surgery went on without incident. Zimmer screwdriver #4812-45. FDA safety report ID# (B)(4).